Event description:
It was reported that non-sustained post t-wave oversensing was observed on a store egm. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).